Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, a 4.00 x 38 synergy ii drug eluting stent was opened, but damage was observed. It was noted that the stent was opened and it looked like it had been chewed or mangled. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 38mm synergy stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the mid section to the distal end were stretched and bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, a 4.00 x 38 synergy ii drug eluting stent was opened, but damage was observed. It was noted that the stent was opened and it looked like it had been chewed or mangled. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.